Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter was received for evaluation. An exterior physical visual inspection was performed and the test passed. Voltage testing was performed and the test failed, the transmitter had 0 voltage. Data was available for review. Date review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of transmitter fatal error.